Event description:
Litigation papers allege the pt was revised to address hip pain. After the surgery, the surgeon reported that the patient's flesh around the affected joint was black from exposure to some substance, and opined that it was metal from the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.